Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was reprogrammed to capture all painful areas. The rep said there were no issues with the scs and impedances were good and within range. No further complications were reported/anticipated.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient needed their stimulation tweaked because the stimulation was not addressing the patient's pain. The patient stated they thought the ins was helping after they met with a manufacturer representative (rep) for adjustments, 3-4 weeks prior to the report, but the next day the stimulation stopped working for the patient's pain. The patient said they lost the rep's business card and the healthcare professional did not have the rep's information; an email was sent to the local reps. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was having increased pain due to a new injury that was not related to the scs therapy. No further complications were reported/anticipated.